Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing myopotential oversensing that resulted in pacing inhibition. The device was explanted. Patient status was not provided.